Manufacturer narrative:
Not returned.

Event description:
Plaintiff alleges: on (B)(6) 2007; revision of t-sling under general anesthesia for urinary retention. On (B)(6) 2008 - implant of non-coloplast product under mac anesthesia for recurrent sui. On (B)(6) 2014 - implant of non-hernia mesh product under general anesthesia. On (B)(6) 2014 - phone call to office reporting spotting and pain; spotting like due to dissolving sutures per the office notations by physician. On (B)(6) 2014 dysuria, possible uti; cipro ordered.